Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was difficult to flush and the flush port detached. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. Flushing the device through the flush lumen was difficult, and while the syringe was being pulled off the flush port detached from the handle with it. The catheter was replaced and the procedure was completed. No patient complications were reported.